Event description:
Customer reported receiving erratic readings on her freestyle freedom lite blood glucose meter. Customer reported receiving readings of 331 mg/dl and 304 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "a" zone showing the difference in values is not considered to be clinically significant. Customer further that on (B)(6), 2011, "because of (her) erratic readings", she was walking through the kitchen and experienced a loss of consciousness, which resulted in her falling. Customer noted she hit her head, shoulder and nose, but has no memory of falling. Paramedics were called, administered glucose via injection and transported her to a local healthcare facility where she was diagnosed with hypoglycemia. Customer noted she received "a series of tests" and oxygen. Customer additionally noted she was given food to eat. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: it is unknown when the readings were obtained relative to the loss of consciousness. The reported readings are inconsistent with the reported diagnosis. Additionally: customer also noted she had fallen on a separate incident which resulted in "broken" ribs. Multiple, unsuccessful, attempts to contact this customer to gather additional information have been made.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.